Event description:
Patient alleged burning smell from mask. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of hair like particles during device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.